Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra mini meter powers off during use. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began on either (B)(6) 2017. She reported that she manages her diabetes with insulin (self-adjuster), and on (B)(6) 2017 at 07.30, she took her normal insulin humulin 36 units. The patient reported that at 10.00 am she developed symptoms of ¿dizzy and sweaty¿. She denies receiving or requiring any medical treatment in response to the symptom. During troubleshooting the csr noted this was not the first time the product was being used, and there was no obvious misuse of the meter. The csr noted that the batteries needed replaced. When the csr educated the patient, the issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began.